Event description:
It was reported that the customer began using the pump at 12:04am and went into a seizure shortly afterwards. The customer was taken to the hospital by the paramedics. It was discovered that the customer was inadvertently given a 9.9 unit bolus at bedtime instead of the usual 1.6 dose.